Manufacturer narrative:
The device will not be returned for evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes 1 malfunction event where a midwest tradition handpiece would not hold dental burs. There were no injuries in any of the events.